Event description:
It was reported that the patient presented to hospital due to a pre syncope situation due to atrial lead noise. During lead extraction the patient's blood pressure dropped, code was called and CPR was administered. The pocket was reopened, a tear in the superior vena cava was noted. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). Final analysis found insulation abrasions breaching the outer insulation in the proximal region. Abrasions are consistent with constant friction with another implantable device. UDI (di): (B)(4).